Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. On an unknown date, the patient experienced pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, back pain, abdominal pain, abdominal distension and abnormal weight gain had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. On an unknown date, the patient experienced pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, back pain, abdominal pain, abdominal distension and abnormal weight gain had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-jun-2020: plaintiff fact sheet received. Case became serious incident. Essure removal details added. Reporter information updated. Product indication updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.